Event description:
Customer reported an overinfusion on an IV pump. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient demographics or the set up of infusion device. The hospital representative stated that they have no record of any patient incident involving the pump since the last baxter service event. No additional information is available.